Manufacturer narrative:
The lot number for one malfunction was provided and a lot history review was performed, however, lot number for remaining malfunction was not provided, therefore, lot history review is not required. The devices has not been returned for all malfunctions, however, medical records were provided for one malfunction. Per review of the medical record, the investigation confirmed for malposition of device, patient device interaction problem and migration. For another malfunction, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices was labeled for single use. (Catalog number: unknown g2).

Event description:
This report summarizes 84 malfunctions. A review of the reported information indicated that model rf310f allegedly experienced malposition of device, migration or expulsion of device, and patient device interaction problem. This information was received from various sources. This malfunction involved 84 patients with no consequences. The weight of one (B)(6) year old male patient was not provided and age, weight and gender of remaining patients were not provided.

Manufacturer narrative:
H10: the lot number for one malfunction was provided and a lot history review was performed, however, lot number for remaining malfunction was not provided, therefore, lot history review is not required. The devices has not been returned for all malfunctions, however, medical records were provided for one malfunction. Per review of the medical record, the investigation confirmed for malposition of device, patient device interaction problem and migration. For another malfunction, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices was labeled for single use. Cura, m. (2010). Abstract no. 1: computed tomography evaluation of inferior vena cava bard g2 filters. Journal of vascular and interventional radiology, 21(2). Doi: (B)(4). H10: d4 (catalog number: unknown g2), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 84 malfunctions. A review of the reported information indicated that model rf310f allegedly experienced malposition of device, migration or expulsion of device, and patient device interaction problem. This information was received from various sources. This malfunction involved 84 patients with no consequences. The weight of one 61 year old male patient was not provided and age, weight and gender of remaining patients were not provided.